Event description:
Menorrhagia began after implanting essure device. I now have anemia and have to not only take iron supplements, but need another birth control to combat the heavy periods. Periods are so bad that I have had incidents where blood and clots will suddenly erupt and spill down my legs, despite pads and tampons. My socks have been covered in blood. I also have constant fluid leaking from vagina. FDA safety report ID # (B)(4).